Manufacturer narrative:
Additional information received on 11/30/2018. Extended hospitalization was not required as a result of the adverse event. And patient gender/sex was provided as male. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30100872l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentry tachycardia (avrnt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered heart block av requiring a permanent pacemaker implantation. During the procedure, the patient suffered heart block av after the second radio frequency cycle (18 seconds). Initially the ECG showed a "dropped" beat. Radio frequency was stopped. The ECG then displayed second degree and subsequently third-degree heart block. The patient remained stable throughout the event. A permanent pacemaker was implanted into the patient. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unknown. The physician did not attribute the causality of the adverse event to a biosense webster, inc. Product malfunction. During the event, the thermocool® smart touch® sf bi-directional navigation catheter was used at 50 watts for radio frequency delivery. There were no biosense webster, inc. Product malfunctions reported during the event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure for atrioventricular nodal reentry tachycardia (avrnt) with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, the patient suffered heart block av after the second radio frequency cycle (18 seconds). Initially the ECG showed a "dropped" beat. Radio frequency was stopped. The ECG then displayed second degree and subsequently third-degree heart block. The patient remained stable throughout the event. A permanent pacemaker was implanted into the patient. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is unknown. The physician did not attribute the causality of the adverse event to a biosense webster, inc. Product malfunction. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Then, the electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).